Event description:
Perfusionist was manipulating the cdi shunt bypass line assembly to remove bubbles from the tubing during cardiopulmonary bypass. The shunt bypass assembly was on the venous side of the circuit. As a result of the manipulation, one of the sensor connections worked loose, and blood leaked from the tubing. There was no pt injury. No actions were taken to compensate for the lost blood. The perfusionist did not take any actions out of concern for perfusionist exposure to the pt's blood.